Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction inop on the intellivue multi measurement server x2. No sound was coming from the device. It was not confirmed if the device was in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported a speaker malfunction inop on the intellivue multi measurement server x2. No sound was coming from the device. It was not confirmed if the device was in use on a patient, but no adverse event to patient or user was reported.